Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the joystick won't shut off, dealer states it says "goodbye" but the chair stays on.

Manufacturer narrative:
The device was returned and the evaluation states that the controller would not turn off.

Event description:
Dealer states the joystick won't shut off, dealer states it says goodbye but the chair stays on.